Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown reason. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown reason. This ra lead was replaced and returned. No additional adverse patient effects were reported. Additional information indicated that this ra lead became dislodged from the atrium and migrated into the right ventricle (rv) due to the challenging right atrial (ra) anatomy of the patient.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. MDR = no. No evidence of product malfunction.